Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report that the insulin pump has a blank display screen and is making a high pitched noise. Customer stated that the insulin pump may have been exposed to moisture. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 467 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump passed the displacement test. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor. Unable to perform the prime, excessive no delivery and occlusion tests due to the motor error alarms. The motor was tested outside the device and it passed. Traces of moisture were found at the electronic assembly per visual inspection. No unexpected constant audio tone alarm was noted. The pump was received with a cracked case at the display window corners, a cracked display window, and minor scratches on the lcd window.